Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 229mg/dl. The caller stated that the insulin squirted out and then the insulin pump alarmed. The customer also mentioned that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker.